Event description:
It was reported that when the device was used during an unknown procedure, the staples would not release from the anvil smoothly. Another device was opened to complete the case. There was no consequence to pt.